Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, the staff experienced helium loss alarm from the intra-aortic balloon pump (iabp). The registered nurse (rn) stated there was no blood in the tubing and no kink to the tubing. The patient was repositioned, but the alarm occurred. The rn decreased the balloon volume to 35cc, but the alarmed continued. Then, the rn tried to reposition the patient again, and the alarm continued. The clinical support specialist (css) had the rn send a picture of the screen and the alarm strip and noted a slight loss of helium right at the baseline. An internal leak test was done and no possible helium loss alarm occurred. As a result, the css recommended that the iab be removed. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, the staff experienced helium loss alarm from the intra-aortic balloon pump (iabp). The registered nurse (rn) stated there was no blood in the tubing and no kink to the tubing. The patient was repositioned, but the alarm occurred. The rn decreased the balloon volume to 35cc, but the alarmed continued. Then, the rn tried to reposition the patient again, and the alarm continued. The clinical support specialist (css) had the rn send a picture of the screen and the alarm strip and noted a slight loss of helium right at the baseline. An internal leak test was done and no possible helium loss alarm occurred. As a result, the css recommended that the iab be removed. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.